Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Patient's current blood glucose: 283 mg/dl. Customer treated for high blood glucose with bolus. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal (slightly indented). Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results was no. Customer repeated high pressure test and test results was failed. Advise the pump will need to be replaced. Advise to revert to back up plan per healthcare provider's instructions until rpl arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08680 inches. The no delivery alarm functioning properly. Pump received with cracked reservoir tube lip and minor scratched lcd window.